Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the rx voyager balloon ruptured at 12 atm. Reportedly, there were no patient effects. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: quality assurance analysis revealed that the balloon catheter was returned with blood and contrast in the balloon and in the inflation lumen. The balloon was loosely folded. There were bends in the hypotube, 67 cm, 75 cm, and 85.5 cm distal to the strain relief tubing. There was no other damage noted to the balloon catheter. A new indeflator, filled with water, was used to pressurize the balloon when fluid came out of a pinhole on the balloon above the proximal end of the balloon proximal marker. There was a scratch on the balloon proximal to the pinhole extending proximally for a length of 3 mm. Product performance engineering has reviewed incident information and the analysis of the returned product. Balloon ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with other devices, previously implanted stents, lesion calcification and tortuosity, or insufficient preparation prior to use. Reportedly, the lesion was moderately tortuous, heavily calcified and 99% stenosed, which likely contributed to the difficulties experienced. The balloon catheter was returned with blood and contrast visible on the inflation lumen and the loosely folded balloon, which suggests that it had been prepared for use and is consistent with use of the device within the patient anatomy. The analysis was able to confirm that there was a pinhole in the proximal end of the balloon above the proximal marker. There was also a longitudinal scratch noted on the outer surface of the balloon that was adjacent to the rupture site and extended proximally for a length of 3 mm. This suggests that the balloon material may have exhibited mechanical damage at some point during the procedure. Since, there was no report of any leaks noted during product preparation for use, this may further suggest that the balloon was not damaged prior to use. If the balloon experiences mechanical damage during the procedure, this can cause the balloon material to weaken and rupture during an attempt to inflate the balloon. It is possible that the balloon material was damaged (scratched) during interactions with other devices and/or the tortuous and calcified lesion, such that the balloon ruptured upon inflation attempt during the procedure. To ensure this type of damage is not a result of a potential manufacturing related deficiency, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rbp and balloon integrity. The analysis also noted multiple bends in the hypotube. However, this damage was not reported in case description and may have occurred during the procedure or as the device was packaged for transit back to abbott vascular for analysis. Although it cannot be determined when the bends occurred, this damage does not appear to be related to or have contributed to the reported balloon rupture. A review of the finished device lot history record did not reveal any nonconforming material records associated with this lot, and all on-line inspections and lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database did not reveal any other incidents reported with this lot, suggesting that there are no lot specific product quality deficiencies. The reported difficulties appear to be related to the operational context of the device and not a product quality deficiency. This MDR is considered to be closed by the product performance group.